Manufacturer narrative:
(B)(4). Analysis of the lead model 3389s-40 (lot# v589283) found the distal tip of the lead was bent. Continuity was acceptable with no shorts (dry).

Event description:
It was reported that contact "0" and the bulbus tip were slightly out of alignment. The lead had no contact with the pt and there was no pt injury.